Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string pulled out of a tampon upon removal leaving the tampon inside. She was able to manually remove the tampon and did not seek medical attention.

Manufacturer narrative:
New information: b1: product problem b5: this is a follow up to update the b1 to product problem. G7: follow-up 1. H2: follow up type.

Event description:
This is a follow up to update the b1 to product problem.